Manufacturer narrative:
The ge svc rep conducted a phone eval. The customer reset the cmos. The customer reported that the system operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(4) 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the system displayed an error message. No pt injury was reported.